Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Physician discarded the device.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using ruby coils. During the procedure, the pusher wire of a ruby coil became kinked while advancing into a px slim delivery microcatheter and it was removed. The procedure continued using a new ruby coil. There was no report of an adverse effect on the patient.